Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#:(B)(4). The following sections were updated/corrected updated: b4, b5, d4, d10, g4, g7, h2, h3, h6, h10. The event is confirmed with product received. Visual examination of the returned product identified the screw was returned because it fractured during insertion. Both ends of the screw are fractured. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign: event occurred in (B)(6). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that the screw was broken while implanting. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.